Event description:
Device 3 of 3. Reference MFR. Report#1627487-02851, reference MFR. Report#1627487-02852. Follow-up identified the issue is resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#1627487-02851, reference MFR. Report#1627487-02852. The patient was implanted with two scs swift-lock anchors with the same lot number. It was reported purulent discharge was discovered over the occipital leads (off label use) in the middle of the patient's neck. As a result, surgical intervention was undertaken on 05/05/2017 wherein the leads and ipg were explanted without incident. Antibiotics will be continued as the treatment plan.